Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Reported in maude: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. It was reported that on an unknown date in (B)(6) 2017, patient underwent procedure for orthopedic hardware failure with a periprosthetic femur fracture. Post-operative, on an unknown date, the titanium cannulated trochanteric fixation nail advanced rod broke which requires explantation. It was noted that there was hardware failure. Procedure outcome and patient status is unknown. Concomitant device: screws (part: unknown, lot: unknown, quantity: unknown). This report is for one (1) 10mm/130 deg ti cann tfna 380mm/right - sterile. This is report 1 of 1 for (B)(4).